Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that on day four infusion set was leaking from site. The infusion set been in use for 4 days. Infusion set was placed in the stomach. No further information was available.